Manufacturer narrative:
Manufacturing review:the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the device was returned for evaluation. The balloon was not in its original folded configuration. The distal segment of the catheter and balloon were returned inside the packaging hoop. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 20mm balloon. The proximal segment contained the hub and the strain relief. The distal segment contained the rest of the catheter and the balloon. The strain relief was removed from the hub. The catheter detachment underneath the strain relief was examined under magnification and the edges of the detachment were jagged. The catheter detachment was located approximately 0.4cm from the distal end of the y-hub. Sanding marks were noted on the catheter at the point of the detachment. No other anomalies were noted to the catheter. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Medical records review:no medical records have been made available to the manufacturer. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:the investigation is confirmed for a catheter detachment, as the catheter detached just distal to the y-hub. It is likely that the user perceived the catheter detachment as a balloon detachment. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review:the ultraverse instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the balloon was allegedly damaged and separated from the catheter. The healthcare provider reported that another balloon was used to perform the procedure. There was no reported patient involvement.